Event description:
It was reported that this right ventricular (rv) lead was fractured. The lead had exhibited high pacing impedances above 3000 ohms. The lead was surgically abandoned and another rv lead was successfully implanted. No additional adverse patient effects were reported.